Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was received with a blank display after the countdown screen due to a problem with the mother board. The pump was unable to verify the motor error alarm due to the blank display. The motor passed the motor test. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window and a cracked belt clip slot.

Event description:
It is reported that a customer received a motor error alarm on the insulin pump. The pt's blood glucose level was at 197 mg/dl. The customer stated that there were no significant events that could have led to the motor error alarm. The customer was advised that the likelihood of these occurrences can be reduced by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not want to send the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.